Event description:
The customer called reporting they were receiving an error 4 message when trying to test on their freestyle meter. During the course of troubleshooting, the meter was discovered to have come unlocked and the uom was selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. The meter was found to be unlocked and reading in mg/dl when received by the lab on 1/12/07.